Event description:
It was reported that this patient presented to the hospital after receiving an inappropriate shock. A follow up was performed which showed a noise episode. It was not known what the noise was attributed to. Patient maneuvers were performed and if myopotential noise was recorded it was correctly sensed by the device unlike the reported inappropriate episode. It was noted that during the reported inappropriate shock episode the patient was driving their car and reported having a seat heating system. It was also noted that the shock value was low post shock. A review of the device data by technical service (ts) noted that a combination of noise and t wave oversensing led to the inappropriate shock therapy involving this device. Ts noted that reprogramming the device to the alternate sensing vector would be the best option in this case. Ts discussed that the low shock impedance value could indicate possible sub-optimal system placement. Further investigation was needed. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this patient presented to the hospital after receiving an inappropriate shock. A follow up was performed which showed a noise episode. It was not known what the noise was attributed to. Patient maneuvers were performed and if myopotential noise was recorded it was correctly sensed by the device unlike the reported inappropriate episode. It was noted that during the reported inappropriate shock episode the patient was driving their car and reported having a seat heating system. It was also noted that the shock value was low post shock. A review of the device data by technical service (ts) noted that a combination of noise and t wave oversensing led to the inappropriate shock therapy involving this device. Ts noted that reprogramming the device to the alternate sensing vector would be the best option in this case. Ts discussed that the low shock impedance value could indicate possible sub-optimal system placement. Further investigation was needed. Additional information noted that additional testing was performed at the hospital. The healthcare professional programmed the device to the secondary sensing vector deactivating therapy. The secondary sensing vector was not reproducing the observed noise. A review of the new untreated episode by ts recorded in the primary sensing vector confirmed evidence of non-physiologic signal. The secondary sensing vector appeared to have low amplitudes, exposing patient to risk for oversensing and inappropriate therapy. Ts noted that the currently programmed sensing vector was not providing safe programming when therapy will be activated again. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause.

Event description:
It was reported that this patient presented to the hospital after receiving an inappropriate shock. A follow up was performed which showed a noise episode. It was not known what the noise was attributed to. Patient maneuvers were performed and if myopotential noise was recorded it was correctly sensed by the device unlike the reported inappropriate episode. It was noted that during the reported inappropriate shock episode the patient was driving their car and reported having a seat heating system. It was also noted that the shock value was low post shock. A review of the device data by technical service (ts) noted that a combination of noise and t wave oversensing led to the inappropriate shock therapy involving this device. Ts noted that reprogramming the device to the alternate sensing vector would be the best option in this case. Ts discussed that the low shock impedance value could indicate possible sub-optimal system placement. Further investigation was needed. Additional information noted that additional testing was performed at the hospital. The healthcare professional programmed the device to the secondary sensing vector deactivating therapy. The secondary sensing vector was not reproducing the observed noise. A review of the new untreated episode by ts recorded in the primary sensing vector confirmed evidence of non-physiologic signal. The secondary sensing vector appeared to have low amplitudes, exposing patient to risk for oversensing and inappropriate therapy. Ts noted that the currently programmed sensing vector was not providing safe programming when therapy will be activated again. The device was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the hospital after receiving an inappropriate shock. A follow up was performed which showed a noise episode. It was not known what the noise was attributed to. Patient maneuvers were performed and if myopotential noise was recorded it was correctly sensed by the device unlike the reported inappropriate episode. It was noted that during the reported inappropriate shock episode the patient was driving their car and reported having a seat heating system. It was also noted that the shock value was low post shock. A review of the device data by technical service (ts) noted that a combination of noise and t wave oversensing led to the inappropriate shock therapy involving this device. Ts noted that reprogramming the device to the alternate sensing vector would be the best option in this case. Ts discussed that the low shock impedance value could indicate possible sub-optimal system placement. Further investigation was needed. Additional information noted that additional testing was performed at the hospital. The healthcare professional programmed the device to the secondary sensing vector deactivating therapy. The secondary sensing vector was not reproducing the observed noise. A review of the new untreated episode by ts recorded in the primary sensing vector confirmed evidence of non-physiologic signal. The secondary sensing vector appeared to have low amplitudes, exposing patient to risk for oversensing and inappropriate therapy. Ts noted that the currently programmed sensing vector was not providing safe programming when therapy will be activated again. At this time the device remains implanted. No adverse patient effects were reported.